Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a defective usb connector. Pictures were taken. A receiver charge test was performed and failed. A receiver boot test was performed and passed. The receiver data log was not downloaded for review because the receiver would not download to the pc. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hwbbt" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.